Manufacturer narrative:
Based on additional information received from the customer, the issue with the autopulse platform (sn (B)(4). Displayed user advisory (ua) 18 (max take-up revolutions exceeded) error message was due to the platform was used without a mannequin or patient on the platform. The possible cause for ua18 error message was due to either the patient or mannequin is too small or there is no weight present on the platform. Therefore, the root cause of the ua 18 error message was user error. Per customer, the platform associated with this complaint will not be returned for evaluation. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR.

Event description:
During shift check, the autopulse platform (sn (B)(4). Displayed user advisory (ua) 18 (max take-up revolutions exceeded) error message. The user performed troubleshooting by pulling up the lifeband and was unable to clear the ua 18 error message. Following this, the user replaced lifeband and still unable to clear the ua 18 error message. No patient involvement.